Event description:
It was reported by the affiliate that the (1) 511sd was used during a laparoscopic cholecystectomy procedure. It was reported that the device was used for the primary port. The inner seal tore with the lens. The lens was checked and no irregular surfaces were found. There was no consequence to the pt.